Manufacturer narrative:
Follow-up #1 date of submission 11/07/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the auditory features were inoperable. Evaluation revealed a cracked solder joint. This malfunction is not likely to cause an adverse event because the vibration alarm mechanism still functions and will still alert the user should the pump emit an alarm.

Manufacturer narrative:
The pump has been returned to animas for evaluation however, has not yet been investigated. Once investigation is complete, a supplemental will be sent out. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.